Event description:
It was reported that during the left ventricular (lv) lead implant attempt the lead became stuck in the side arm of the delivery catheter valve. The physician removed the lead with force but insulation damage was evident. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead had become extrinsically distorted due to pulling/stretching/overstress. Analysis also revealed that the distal conductor of the lead had become extrinsically distorted and that the distal end/electrodes of the lead had become extrinsically damaged due to pulling/stretching/overstress. Visual summary analysis of the lead indicated the damage and stretching had occurred at implant. (B)(4).